Event description:
The device cannula broke off and floated down intravenous line when the anethesiologist removed device from port of abbott primary set (upper y-site) so he could insert a needle into the port. Tubing was clamped off and the primary set was replaced. The device and line were discarded. It was stated, by the reporter, that this anethesiologist will not use the needleless device and "always pulls them out so he can insert a needle". The pt had been transferred to the operating room with the ca300 needleless connector on the primary intravenous line and the anesthesiologist removed it, which resulted in cannula breakage. No pt injury.